Manufacturer narrative:
No bends or kinks were observed on the soft cannula. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. An internal tear was observed on the soft cannula and fluid was observed leaving this tear. The internal tear can be confirmed as the cause of fluid inside the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 270 mg/dl, while wearing the pod between 24 and 36 hours on the abdomen. The pod was removed, the cannula was found to be bent and liquid was noticed inside the viewing window. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.